Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that there were normal lead measurements otherwise. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced due to a lead fracture and loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 205 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of high out of range pacing impedance and loc were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that there were normal lead measurements otherwise. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced due to a lead fracture and loss of capture (loc). No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted that there were normal lead measurements otherwise. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.